Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change-out procedure, an interrogation revealed that chronic high thresholds were noted on the right atrial (ra) lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.